Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system.

Event description:
On (B)(6) 2016: patient underwent a left knee attune arthroplasty. The patella was resurfaced, and cement manufacturer is unknown. There were no complications noted. Unknown part/lot information. On (B)(6) 2019: patient underwent a left knee revision. The tibial tray was noted to be grossly loose with no adherence of the cement to the tibial component. The femoral component and patella weren¿t revised with no noted deficiencies. An attune revision tibial tray was placed. Doi: (B)(6) 2016. Dor: (B)(6) 2019; left knee.